Event description:
It was reported by the customer that on (B)(6) 2011 the aiming beam fired straight out of the fiber and the fiber broke during the procedure at 32,870 joules. Also, it was reported that the fiber tip was retrieved. No pt injury was reported.